Event description:
It is reported that a customer received a lost sensor alarm and a calibration error on their insulin pump. The patient's blood glucose level was unknown. The customer stated that they were at work when the error occurred. The customer was assisted with trouble shooting and found that the canula was not in place. The customer was informed that the sensor needed to be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.